Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an uncut flap at the 3 o'clock hour which measured two millimeters in the right eye during laser treatment. The treatment was completed with additional tools. The eye does not have a vertical incline and a stroma inclination is approximately two millimeters by the 9 o'clock hour on the temporal side. The flap was raised after cutting the edge with scissors. Additional information requested.